Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 2/1/2016. (B)(4). It was reported that the temperature of the 1st smart touch catheter (lot#17299264m) was displayed 32 degree celsius when the catheter was inserted into the cardiac cavity. After several times ablation, the impedance rose from about 130 ohm. As impedance rose around 10 to 20 ohm, the catheter was removed from the patient once. And it was confirmed there was blood clot on its tip. At the ablation, the temperature was displayed about 40 degrees celsius; the power output was 30-35w. It was wiped and flushed and the catheter was changed (lot#17328900m) but the issue continued. The returned device was visually and it was found in normal conditions catheter tip has no evidence of any material adhered to it. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter (lot#17299264m). During ablation, impedance was initially about 130 ohm and rose gradually around 10 to 20 ohm after several times' ablation. Also, the temperature rose from 32 to 41 degrees celsius. The power output was 30-35w. Catheter was removed from the cardiac cavity for visual inspection. Blood clot was discovered on the catheter tip. The issue was not resolved by wiping and flushing the catheter or changing to 2nd catheter (lot#17328900m). The issue was resolved by changing the catheter to a 3rd one. The procedure was completed without patient consequence. This is MDR reportable as a thrombus/clot/coagulum could be a potential source of embolism since it has poor adherence to catheters and trans-septal sheaths.